Event description:
It was reported that the patient visited the emergency room at ziekenhuis netwerk antwerpen (zna) jan palfijn with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 520 mg/dl while wearing the pod between 49 and 71 hours. The pod began leaking insulin, soaking the pod's adhesive, which led to the pod falling off from the infusion site (arm) while the patient was in the hospital. Symptoms reported include vomiting, confusion and thirst. The patient was treated with insulin and unspecified intravenous fluids. The fallen pod was discarded and a new pod was applied. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.